Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones from the device. During the device check, high, out-of-range shock impedance measurements were observed on the non-boston scientific right ventricular (rv) lead. It was noted that at the previous follow-up, the lead alert was programmed on so the shock impedance measurements could be tracked. The daily measurements showed two shock impedance measurements of greater than 200 ohms and four measurements that were greater than 125 ohms. Rv pacing impedance measurements were normal, and no noise was observed on the rv channel. Shock impedance measurements were tested in various configurations, with some normal measurements obtained. However, the physician planned to replace the rv lead, as it was included in a recall advisory and an incomplete fracture was suspected. It was also noted that the rv and left ventricular (lv) pacing outputs were programmed very high and the device had reached end of life (eol) battery status. Therefore, it was also planned to replace the device. There were no allegations against the device longevity or that the shock impedance issues were caused by the device. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted pending the replacement procedure. This report will be updated when additional information is received.

Manufacturer narrative:
Additional information was received. A revision procedure was performed and the non-boston scientific lead was taken out of service. The device was explanted and was discarded at the hospital. It was noted that an x-ray was performed before the lead revision procedure, but no lead fracture could be visualized. The cause of the out-of-range shock impedance measurements could not be determined.